Event description:
Newborn female was placed on dopamine for blood pressure issues as patient was deteriorating. Patient's blood pressure didn't respond despite increasing dosage. Microbore tubing with sensor disc was replaced with new tubing and patient responded to dopamine.